Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the clinical data logs showed that the device recognized the CPR stat pads and cprd adapter and immediately showed an ECG signal with CPR waveform. The data shows multiple pads on/off messages and the removal of the pads from the adapter. During this time, there is a valid patient impedance when pads are on and no valid patient impedance when pads are off. The data indicates that a charge is made and successfully delivered into a viable patient impedance. The loss of patient impedance and ECG signal while performing CPR suggests poor coupling of the electrode pads to the patient's skin. However, this could not be firmly established as the electrodes were not returned as part of this investigation. There is no indication of a malfunction since the device was capable of delivering therapy when all the criteria was met. No emerging trend is associated with reports of this nature.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old male patient, during active CPR compressions, the device displayed a "check pads" message. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.